Event description:
The mayo stand cover that came in the pack had some unknown matter on it that was sticky and debris that kept it from opening all the way. The charge nurse advised myself and the scrub technician to tear down the whole back table and open new equipment.